Event description:
The customer reported an error message occurred that indicated a scope communication error, during an unspecified procedure involving an olympus gastrointestinal videoscope. The customer suspected that the cause of the connection error was due to a defective scope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.